Manufacturer narrative:
The device is not expected to be returned; therefore, no physical or visual analysis of the device can be performed. Images were requested; however, it was confirmed there are no images available for review. This event is being reported based on additional information reported that the shaft was fractured. There were no patient complications reported. The manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. An exact cause for this incident cannot be determined. Based on the information received, clinical or procedural factors may have impacted on the event as reported. If there is any further relevant information provided a follow up medwatch report will be submitted. The patient information and initial reporter's first name are unknown.

Event description:
This device was used in evt case. Lesion was with severe calcification and the device was tried to cross the lesion but the core got damaged midway. It was not detached. Procedure outcome: the procedure was completed with a different device as different manufacturer and different size successfully. Additional information: what was meant with the core got damaged midway? (Was the shaft kinked or fractured) fractured. Anatomical location of the lesion: unknown.

Manufacturer narrative:
It was reported that the patient age is over 18 years.